Event description:
It was reported that balloon deflation issue occurred. The target lesion was located in the right superficial femoral artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the procedure, difficulty with the inflation and extreme difficulty with deflation were encountered. A 7f sheath was used to remove the balloon without any difficulties. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a kink at the proximal end of the balloon. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was soaked in a water bath for one day to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device was inflated and deflated and no issues were detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon deflation issue occurred. The target lesion was located in the right superficial femoral artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the procedure, difficulty with the inflation and extreme difficulty with deflation were encountered. A 7f sheath was used to remove the balloon without any difficulties. The procedure was completed with another of the same device. No patient complciations were reported and the patient's status was fine.